Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and could not duplicate circuit fault. Ran ventilator testing and meets factory specs.

Event description:
The customer reported that the ventilator is alarming for circuit fault. No patient involvement.